Manufacturer narrative:
This supplemental report is being submitted to update the information in the fields h.device manufacturers only sections 6. Adverse event problem and 10. Additional manufacturer narrative. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker had two stored signal artifact monitoring (sam) episodes where minute ventilation (mv) was disabled due to high out-of-range pace impedance measurements greater than 3,000 ohms and noise with oversensing. Technical services (ts) discussed possible electromagnetic interference (emi). This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker had two stored signal artifact monitoring (sam) episodes where minute ventilation (mv) was disabled due to high out-of-range pace impedance measurements greater than 3,000 ohms and noise with oversensing. Technical services (ts) discussed possible electromagnetic interference (emi). This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker had two stored signal artifact monitoring (sam) episodes where minute ventilation (mv) was disabled due to high out-of-range pace impedance measurements greater than 3,000 ohms and noise with oversensing. Technical services (ts) discussed possible electromagnetic interference (emi). This pacemaker remains in service. No adverse patient effects were reported.